Event description:
The customer reported the device has no power; the device will not turn on; the device has problem with powering on and off intermittently while trying to power on. The customer reported there was no patient involvement.